Event description:
On (B)(6) 2012, the patient contacted animas to report that her basal rates switched and she was experiencing low morning blood glucose(bg) readings from 38 to 42 mg/dl with symptoms of severe shakiness and sweating. The patient informed customer support that she would treat the low bg by drinking juice and eating a small piece of cake. At the time of troubleshooting, customer support noted that the time on the pump was set incorrectly. Instead of the time being set to pm it was set to am. The patient informed customer support that she may have set the time incorrectly on the pump when she changed the time the month prior for daylight savings time. Customer support assisted the patient with correcting the time on the subject pump. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient's reported hypoglycemia was attributed to use error, since the patient set the time on the pump incorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: no defect was found. No activity related to complaint observed in pump histories. Black box and histories for the issue reported on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. A timekeeping accuracy test was performed; the pump was keeping time accurately. Returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.